Event description:
It was reported that three perclose proglide sutures were deployed in the mildly calcified common femoral artery using a preclose technique before an endovascular aortic aneurysm repair. Reportedly, after the procedure when the artery was closed with the sutures, groin pulse was lost. The sutures had stitched the back arterial wall and closed the artery. The artery was surgically reopened. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers. Reportedly, mild calcification was present in the common femoral artery. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions; posterior wall placement (per the instructions for use (IFU), avoid posterior wall suture placement). The customer reported the device was discarded. The return of the device may have aided in a more definitive determination for the reported suture stitching of the posterior arterial wall. The needles puncturing the posterior wall of the artery and suture stitching the posterior wall and closing the artery as reported can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and user technique. Reportedly, a femoral angiogram was taken prior to the procedure and mild calcification was noted. The perclose proglide IFU states that the safety and effectiveness have not been tested in patients with femoral artery calcium which is fluoroscopically visible at the access site. The IFU also states that prior to deployment of the device, evaluate the femoral artery for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Failure to maintain adequate foot position against the inside of the anterior wall upon deployment may result in a suture/back wall stitch and cause occlusion. It was reported that the sutures had stitched the back arterial wall and closed the artery. The IFU states to use a single wall puncture technique. Do not puncture the posterior wall of the artery. Avoid posterior wall suture placement. During manufacturing, all proglide devices undergo cuff, link, suture and needle-related inspections, and functional deployment testing. A review of the lot history record and a query of the complaint database were not performed as the lot number was not provided and the device was not returned. Based on the reported information and the inspection criteria, a definitive cause for the reported needles puncturing the back wall of the artery, suture stitching the back wall and closing the artery and the associated patient effects could not be determined; however, the calcified common femoral artery and user technique may have been contributing factors. Based on the investigation, there does not appear to be any indication of a product quality deficiency.